Manufacturer narrative:
It was reported that the hl20 pump made unusual noise during use, which was caused by twisted belts which were due for replacement. The device was not replaced and treatment was finished with the same device. No harm to any person has been reported. A getinge field service technician will be sent onsite for investigation of the pump. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump made unusual noise during use, which was caused by twisted belts which were due for replacement. The device was not replaced and treatment was finished with the same device. No harm to any person has been reported. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump made unusual noise during use, which was caused by twisted belts which were due for replacement. The device was not replaced and treatment was finished with the same device. No harm to any person has been reported. A getinge field service technician (fst) was onsite for investigation. The fst found a twisted belt inside the hl20 roller pump. After replacement of the belt the pump worked to factory specification. According to the hl20 service manual chapter 1.7 maintenance the belts of hl20 roller pump modules needs to be replaced every 12 months. In this case the belts were already installed for more than 12 months and were due for replacement. When the belts twist around their longitudinal axis during operation, this leads to the wedge profile being overstretched and breaking, since it is not designed for this type of load. In order to avoid from re occurence the customer will be informed about the investigation results and he will be made aware of hl20 service manual chapter 1.7 maintenance the belts of hl20 roller pump modules needs to be replaced every 12 months. The review of the non-conformities during the period of 2015-10-23 to 2022-02-16 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was manufactured on 2015-10-23. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Ref#(B)(4).